Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm (ldv) that appeared on the homechoice (hc) unit display. This event occurred during patient use during initial drain. The drain volume (dv) = 353 and the last fill (lf) =15000. The home patient (hp) states that she believes that she disconnected from the tubing last night in her sleep and unsure if she received the 1500ml. The technical service representative (tsr) had the hp close/open transfer set and check the catheter for kinks. The hp pulled up on the tubing and checked the drain line. The dv is not increasing and hp states that she still feels full. The tsr explained to the hp that if she still feels full to contact the nurse for further instructions. The hp states that she is going to turn the machine off for the night and the tsr again advised hp to verify with the pd nurse first. The probable cause: undetermined. The call was completed and the hc is operational. The solution to this issue was provided over the phone and indicated at the time of the initial report a swap of the device was not necessary. There was no patient injury or medical intervention. A follow up call was made to the hp regarding the cause of the separation. The hp unsure what caused the separation and confirmed there were no injuries.

Manufacturer narrative:
(B)(4).

Event description:
The last fill (lf) =1500 ml and not 15000 ml as previously reported.

Manufacturer narrative:
If the sample becomes available, a follow up report will be submitted.